Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump showed an acute change in flow to 0.0 liters per minute (lpm) which correlated to a drop in the patient's hemodynamics. The patient was immediately taken to the operating room (or), requiring cardiopulmonary resuscitation (CPR) upon arrival to the or, and a pump exchange was performed. Log files were submitted for review and captured the flow dropping off to 0 lpm on 06may2024 at 7:16:45, the flow did not recover to an acceptable rate. The pump was seeing a reduction in blood volume.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), confirmed thrombus in the rotor, which would have caused the reported low flow alarms. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned properly attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the (B)(6), examination of the rotor revealed a completely occlusive, red, tissue-like thrombus seated within the eye of the rotor and partially through the rotor vanes. Although the deposition within the rotor was well-formed, it was not strongly adhered and did not reveal evidence of laminated layering, suggesting that it likely did not form within the pump but rather was ingested into the pump. T the exact origin of these depositions could not be conclusively determined through this evaluation; however, they could have contributed to the low flow alarms captured in the submitted log files due to the occlusion of the blood flow path. Visual examination of the pump¿s remaining blood contacting surfaces revealed no other evidence of developed or adhered depositions or thrombus formations. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations c manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of this document lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the lvad fault alarms, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.